Manufacturer narrative:
The pipeline flex delivery system and microcatheter were returned for evaluation. As received, the pipeline flex delivery system was found to be stuck within the distal segment of the microcatheter and could not be pushed forward or removed. For further examination, the microcatheter was then dissected to remove the pipeline flex delivery system. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline braid was found fully opened and moderately frayed, while the proximal end was found fully opened and slightly frayed. The pushwire was observed to be bent approximately 67.5 cm from the proximal end. Based on the analysis findings, the report of pipeline flex failure to open at the distal end could not be confirmed as the received pipeline braid was found fully opened. It is possible that the patient anatomy and damaged braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The max. Diameter was 11.2mm and neck diameter was 4.2mm. Landing zone artery size was 4.26mm distal and 4.69mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that a guide catheter and microcatheter were placed in a good location. The pipeline flex was deployed and was not opening well distally. The physician attempted to resheath the pipeline flex, but was unable to. The pipeline flex was stuck in the microcatheter. The devices were pulled from the patient. The new pipeline device was placed successfully. Angiographic result post-procedure showed slow flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.